Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed as the explanted stent grafts were not returned to endologix for evaluation because they were discarded. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the neurological impairment (paraplegia), infection and surgical conversion with explant are unconfirmed. This is not consistent with the reported adverse event/incident. Paraplegia and infection have been reported; however, the occurrence of these events cannot be conclusively confirmed. As reported, the infection identified during gastrointestinal perforation surgery on (B)(6) 2025 involved the same bacteria later found in the graft infection on (B)(6) 2025. This suggests the graft infection may have originated from the (B)(6) surgery; however, this cannot be conclusively determined. Device, user, procedure or anatomy relatedness of complaint could not be determined. Procedure related harms could not be determined. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b3: date of event has been updated g3: awareness date has been updated h6: investigation type codes: remove code 4118 h6: investigation finding codes: remove code 3233 h6: investigation conclusion codes: remove code 11.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). It was reported that during the index procedure an attempt was made to embolize a lumbar artery prior to the alto stent graft implant, but this could not be completed due to extensive thrombus. The alt main body deployment and subsequent polymer fill were completed without issues. Contralateral cannulation proved difficult, and as 14 minutes had passed, a touch-up for the main body was performed first. Subsequently, cannulation was successfully achieved, and bilateral limbs were deployed. No endoleaks were confirmed, and the procedure was completed. Approximately two (2) months post index procedure, the hospital reported that the patient had developed paraplegia six days post implant on (B)(6) 2025. The cause of the paraplegia is unclear and it was treated with medication and will be managed with rehabilitation. On the same day surgery was performed for a gastrointestinal perforation, during which an infection was confirmed. As the same infectious bacteria were identified in this case, it is believed that the graft infection occurred during the surgery on (B)(6) 2025. The infection was identified on (B)(6) 2025, open surgery was performed, and the alto stent graft system was explanted and replaced with an artificial vascular vessel. The explanted stent grafts are not available for return.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it was discarded. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. H3 other text: hospital discarded explanted devices.